Event description:
It was reported that the right ventricular lead had high thresholds, was capped and replaced and subsequently explanted. The atrial lead had an unknown issue; was capped and replaced and subsequently explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the medial segment of the lead was returned and analyzed. Analysis revealed that the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.